Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Patient code: (B)(4) - concern on small bowel pneumatosis and pleural venous gas. It was reported that following the procedure the patient experienced seroma, developed coffee ground emesis and ongoing vomiting, small bowel obstruction with a transition point in the upper pelvis with concern for small bowel pneumatosis and pleural venous gas, small bowel ischemia, nausea, abdominal pain, and lysis of adhesions.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2016 and again on (B)(6) 2016 and mesh was implanted during each surgery. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/27/2019.